Event description:
It was reported that during implant procedure, the "helix proved very difficult to utilize." The customer described the torque transfer as feeling "odd." The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found.